Event description:
Voluntary medwatch received reported: this was a replacement tandem mobi insulin pump, serial number (B)(6). I set it up and programmed it to a 3.0 max basal rate with a current basal of 2.25. Later in the evening I saw that I had well over 6 units of insulin on board. That was not what I had programmed and my husband and I had to do lifesaving efforts to get my blood sugar back up to a normal range. The pump had dumped insulin in me and I crashed to a blood glucose of 43 and it was still going down. In addition, the basal rate went all the way to 9.333. That could've have killed me had I not caught it before it dumped the insulin. Troubleshooting with tandem did not resolve the issue. I shut the pump down and resorted to a backup pump. I researched on my own because it was such a dangerous issue. It seems there was a class 1 recall (B)(6) 2025 due to a defect in version 7.9 affecting control iq technology. The tandem tech said that should have only applied to 7.9 software. However, the one I received was 7.9.0.1; it caused the same problem as described in the class 1 recalled 7.9. I have been using insulin pumps for years and am very familiar with the operations.

Manufacturer narrative:
G3 date should have been submitted as (B)(6) 2026 for device evaluation supplemental report MDR-00470703.